Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the haptic of an aq2015a silicone aspheric three piece lens was reported as being torn, there was no pt contact. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.